Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
The spike was broken on the transfer set. The set had been used for 240 days, because the hospital had forgotten to change the set. The patient had been on peritoneal dialysis for 8 months and was on continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention.